Event description:
It was reported that the end user is reporting the 9805p lift is wobbly and not well put together; that they feel it is unstable. Customer wants to return with no replacement. No further information provided.